Manufacturer narrative:
(B)(4). Per the user facility's perfusionist, the reported issue was intermittent.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a two liters per minute (lpm) difference between the electronic patient gas system (epgs) setting and external flow meter. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the epgs calibrated without issue during set up on april 16, 2018. Shortly after commencing cpb, the perfusionist noticed a discrepancy between the set point on the central control monitor (ccm) for sweep gas and his external flow meter. The difference between the setting on the ccm was double what the external flow meter was reading. There were no problems associated to the fraction of inspired oxygen (fio2) and partial pressure of oxygen (po2) of the patient. To troubleshoot the problem, the perfusionist quickly exchanged the external flow meter out with another one, but the second one was still reading the 4.0 l/min. They opted to place the patient on an external tank, and recalibrated the epgs system. The calibration passed without issue, but the issue of a difference between the external reading and the set point on the ccm was still evident. The perfusion team continued using the epgs for the remainder of the procedure, and they adjusted the sweep flow from the number on the external flow meter. They did not use the local control knob, but continued the use of the slider on the ccm. The team does not recall any error messages regarding the epgs during cpb. The team does use a vaporizer in their gas system and it is placed just prior to the external flow meter. There was no delay in the continuation of the surgical procedure, and there was not harm or blood loss associated with the event. The field service representative (fsr), after this occurrence was able to reproduce the issue, and was able to concluded that the vaporizer was occluding the sweep gas flow slightly depending on the seating of the vaporizer in its holder.

Manufacturer narrative:
The field service representative (fsr) confirmed the reported complaint. During calibration at five liters per minute (lpm) the electronic patient gas system (epgs) was only reading three lpm. He found the vaporizer the user facility was using was causing the flow variance. He se the flow on the central control monitor (ccm) to eight lpm and could manipulate the vaporizer to produce anywhere from zero lpm to eight lpm on the external flowmeter. The vaporizer was changed out and the problem was resolved. He installed a new epgs. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint. There was no noted difference in flow from the setpoint to the ccm reading and the external flowmeter reading. The service repair technician (srt) was unable to duplicate the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.